Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not lock. A field service engineer (fse) responded to the issue of the es refrigerator was not opening. After contacting customer, the fse shut down the station and the refrigerator in the proper sequence and then rebooted both. Once restarted, customer recovered the refrigerator and completed the inventory. The refrigerator was confirmed to be functioning properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed to open and user was unable to recover it. The customer attempted troubleshooting by rebooting the refrigerator; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.